Event description:
It was reported that the patient had and ablation yesterday where they used stereotaxis. Patient heard the device beeping during the night and today they checked the device. Interrogation shows the device alerted for superior vena cava (svc) coil impedance of greater than 200ohms during the time of the ablation. Svc coil impedance trending was stable in the 50-70ohm range. During todays check with repeated impedance measurements the impedances were all normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4194-88 implantable pacing lead 2010 (B)(6); d224trk bi-ventricular (bi-v) defibrillator 2013 (B)(6). (B)(4).